Event description:
Procedure type: anterior cervical discectomy and 2-level fusion (c5-c7). Date of initial surgery: unk. According to the reporter: the top screw of the construct broke post-operatively. The screw was a 4.0mm variable screw. No add'l info was obtained.

Manufacturer narrative:
(B)(4).